Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the device was returned with tissue pad detached but with evidence that the tissue pad was present for some of the case. The device was tested with a generator and all buttons were functional. The device activated and cut the test media as expected. There were no anomalies or alert screens noted with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Possible causes of smoke are tissue burning in the crotch of the jaw and activating the blade without tissue between the blade and tissue pad which can lead to the tissue pad melting. These conditions can cause damage to both the tissue pad and the blade. They are more likely to occur with longer activation times.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the tip started smoking and the white edge melted off. There were no patient consequences. Case completed with another device of the same product code.